Event description:
It was reported that following deployment of the tigerpaw pro (tpp) clip, bleeding was observed at the distal, posterior end of the left atrial appendage (laa). The physician used a pledgeted stitch to stop the bleeding.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6). Brand name: tigerpaw pro left atrial appendage closure device 45mm. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that following deployment of the tigerpaw pro (tpp) clip, bleeding was observed at the distal, posterior end of the left atrial appendage (laa). The physician used a pledgeted stitch to stop the bleeding.

Event description:
It was reported that following deployment of the tigerpaw pro (tpp) clip, bleeding was observed at the distal, posterior end of the left atrial appendage (laa). The physician used a pledgeted stitch to stop the bleeding.

Manufacturer narrative:
The product was returned with traces of blood on the handle, jaws and with signs of usage. The locking bar was in a disengaged position, and the jaw pins were retracted. No fastener was returned. No physical damage noted. The jaw rotation, rotational mechanism, resetting, reloading & deployment tests were performed. No mechanical issues or unusual noises were encountered or heard. Furthermore, the laboratory fastener was delivered onto the artificial ostium without difficulty. The evaluation did not any encounter any malfunctions. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. There was no reported malfunction. All the failure modes are addressed in the risk file. No labeling review can be completed as there was no reported malfunction. The reported event ¿no reported malfunction¿ for product ¿tigerpaw pro¿ is related to the currently open CAPA. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Reference complaint (B)(4).